Event description:
A 26 mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported the pt had regular follow-ups and has had no issues with the aneurysm. The pt presented to the emergency room with back pain and was hypotensive. The aneurysm was found to have ruptured; therefore, the pt was converted to open repair and the stent graft was explanted. The pt was sent to the ICU in stable condition. The explanted stent graft was discarded.